Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. The device was reprogrammed and remained implanted. The patient did not experience any adverse consequences.